Event description:
A customer reported an unexpected software behavior; if one enhances resolution with the pw cursor active in a steered beam probe (phased array or curved vector), the displayed degrees (theta) is incorrect. As of this report, there have been no pt related adverse events reported to the MFR.